Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer received a no delivery alarms. Customer's blood glucose was 540 mg/dl and was treated with manual injection. Customer was able to resolve no delivery with a complete set change, but caller requested to insulin pump to be replaced due to high blood glucose.